Event description:
It was reported by the doctor that the screw fractured. Fractured pieces were removed.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). One certain® gold-tite screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. The abutment that is packaged with this screw was not returned for inspection. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and one related complaints for this product lot was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite screws, it is recommended to torque at 20ncm. Complaint indicates abutment screw fracture. The alleged event was confirmed following inspection of the returned screw. A root cause for this complaint could not be determined.